Event description:
While a patient was in the process of being connected to the intra-aortic balloon pump the display went black. There was no adverse patient outcome because another pump was immediately available. A blank screen renders the device useless and could have caused a problem if the pump had been in use on the patient at the time of failure. Biomed originally suspected faulty video display or circuit board but found the cause of failure was the main board. Replacing the main board resolved the failure.